Event description:
During a surgical case, the perioperative nurse was stuck with a bd 25gx1.5 needle due to a malfunction of the needle. A picture is attached of the needle. Reference report #mw5153344.